Event description:
The device was used during a laparoscopic cholecystectomy procedure. The clips slipped off the vessel. The surgeon performed a laparotomy and manually sutured to complete the procedure.